Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kits passed all tests prior to release. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.section h-5 (labeled for singel use) has been updated.

Event description:
A customer missing high and low alarm issues with the freestyle libre 2 reader. As a result of the reader alarm failing to trigger, the customer went into hypoglycemic shock and experienced a seizure and a loss of consciousness. The customer was unable to self-treat, requiring baqusimi spray treatment by her partner. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values outside of the threshold range. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer missing high and low alarm issues with the freestyle libre 2 reader. As a result of the reader alarm failing to trigger, the customer went into hypoglycemic shock and experienced a seizure and a loss of consciousness. The customer was unable to self-treat, requiring baqusimi spray treatment by her partner. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer missing high and low alarm issues with the freestyle libre 2 reader. As a result of the reader alarm failing to trigger, the customer went into hypoglycemic shock and experienced a seizure and a loss of consciousness. The customer was unable to self-treat, requiring baqusimi spray treatment by her partner. No further information was provided. There was no report of death or permanent injury associated with this event.